Event description:
Per the clinic, the patient experienced a post op infection at the incision site and was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.